Event description:
It was reported that during the implant procedure, the pacemaker was not pacing when connected to the lead. It was also noted that the patient experienced asystole for a couple of seconds. The pacemaker was not used, and a new pacemaker was used to complete the procedure. The patient was stable.

Manufacturer narrative:
The reported event of device stopped pacing after fixing lead in header was not confirmed. Analysis found no setscrew or connection anomalies. The setscrew tightened normally on test leads that were fully inserted into the connector. The output of the pacer under loads was found normal. Electrical and environmental testing found the device had normal output pacing throughout all testing. No device anomalies were found.